Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that last night he went to bed and his blood glucose was 100 mg/dl. Customer took nyquil last night and this morning his blood glucose was at 262 mg/dl. Customer corrected with a bolus and ate yogurt. Customer's blood glucose is now at 313 mg/dl. Customer performed the high pressure test and was successful. Customer stated that he did see air bubbles present in the tubing before performing the high pressure test. Customer was advised to do a complete set change and to follow up with his health care provider concerning high blood glucose. Customer will be sent a replacement infusion set and reservoir in return for his current one. Customer called back and stated that his blood glucose was over 500 mg/dl. Customer took a manual shot and his blood glucose started to decline. Customer stated that he woke up low the next morning. Customer stated that he did a correction but woke up with high blood glucose. Customer had a lot of bubbles in the old set.